Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging does not turn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the reported issue could not be confirmed, although a secondary issue was noted. The meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since (B)(6) 2020, to agree upon remediation of the on-hold issue. On (B)(6) 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in (B)(6) 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic"; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.